Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose level. Customer's blood glucose level was 402 mg/dl at the time of incident. Customer treated high blood glucose level with insulin pump and manual injection or insulin pen. Customer's current blood glucose was 80 mg/dl. Customer was assisted with troubleshooting. Customer had been using the insulin pump system within 48 hours of reported high blood glucose event. Customer's high blood glucose event was on and off on for past few months. The insulin pump will not be returned for analysis.